Event description:
Information received indicates the head section will not go down.

Manufacturer narrative:
The technician found the head gas spring was bent which prevented the head section from lowering. The technician replaced the gas spring to repair the stretcher.